Event description:
A certified registered nurse anesthestist reported hearing a case in which a pt developed pulmonary edema during a routine case in which a laryngeal mask airway was used for airway management. The pt experienced pink, frothy sputum, the laryngeal mask airway was removed and replaced with an endotracheal tube and the pt's symptoms resolved. There was no report of pt injury. Rare cases of pulmonary edema associated with use of the laryngeal mask airway have been reported. Such cases have been attributed to laryngospasm or airway obstruction caused by improper use (i.e. Malposition) of the laryngeal mask airway.